Event description:
It was reported to philips that the customer was unable to save images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to additional information, the issue had occurred during the coronary diagnostic procedure. The procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to save the images due to insufficient storage space. The rse guided the customer in recreating the image store, which the customer successfully completed. After recreating the image store, the system was returned to use in good working order.